Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an atrial line was noted to have leaked 1-2 ml of an unspecified solution from a crack in the IV line. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing cracked and leaked was not confirmed. Visual inspection of the set showed no obvious damages or any issues; no issues were observed during functional testing. The concomitant syringe used during the reported event was not received for investigation. The root cause of the reported crack and leak was not identified.